Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site, the patient noted that the cannula was not visible and that the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window, though the position of the linkage assembly indicated that the needle had fired. The download data showed multiple timeouts and no drive stall. The investigation confirmed that the needle mechanism had fired, however the slide insert was not securely held in place in its intended position by the catch beam after firing of the needle mechanism. Extra material was found on the slide insert where the catch beam is intended to sit after soft cannula deployment, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The extra material on the slide insert was confirmed to be the cause of the reported failure of the cannula to deploy. The device was reset and rerun and the rerun data replicated the timeouts. The exact cause of the high pulse widths could not be determined.